Event description:
It was reported, the patient was receiving excellent pain relief for some time after initial implant however, they began having to slowly increase voltage in order to receive effective relief and the stimulation began to make them feel ¿loopy¿. It was reported, the patient had a loss of therapeutic effect and was receiving less than 50% therapy relief in their lower extremities. It was noted, the patient was reprogrammed a few times which helped for ¿a while¿. It was noted, the patient has not used their stimulator in over a year and would like it removed due to discomfort of the device location. It was further reported, the implantable pulse generator (ipg) was explanted on 2014 (B)(6) but the leads were left implanted.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found the battery had reduced capacity due to over-discharge.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.